Manufacturer narrative:
The customer reported that the central nurse's station (cns) was going through menus on its own, the customer could not turn the unit off so they performed a hard shut down. The cns would not boot up after the hard shut down. Technical support (ts) asked the customer to try to boot the unit with just one drive, but this did not resolve the issue. Ts informed the customer that the hdds are on back order. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. On (B)(6) 2023 emailed the customer via microsoft outlook for patient & device information: no reply was received.

Event description:
The customer reported that the central nurse's station (cns) was going through menus on its own, the customer could not turn the unit off so they performed a hard shut down. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was going through menus on its own, the customer could not turn the unit off so they performed a hard shut down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was going through menus on its own, the customer could not turn the unit off so they performed a hard shut down. The cns would not boot up after the hard shut down. Technical support (ts) asked the customer to try to boot the unit with just one drive, but this did not resolve the issue. Ts informed the customer that the hdds are on back order. There was no patient injury reported. Investigation summary: based on the available information, the most probable cause of the issue is hdd failure. Issues with the hdd may cause unstable cns operation (possibly caused cns going through the menus). Failure of the hdd may also cause boot up issues. Hdd failure may be caused by power surges/interruptions and wear and tear. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 03/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 03/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 03/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 02/08/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 3 03/01/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Manufacturer references # (B)(4) follow up 001.